Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Caller tested 7.2 inr on the coaguchek xs system while a comparison lab returned as 10.3 inr. Caller was admitted to the hospital based on the lab result and treated with 2 IV's containing vitamin k. No adverse event due to the device result reported. Requested return of suspect system, however, the customer no longer has the strips that were in use at this time.